Manufacturer narrative:
Additional information: h4, h6 (update code). H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photographic samples provided show the tubing was cut. The reported condition was verified. The cause was related to manufacturing. This occurs when the set is incorrectly placed in the pouch prior to packaging, leaving parts of the set outside the pouch and exposed to the packaging machines¿ blades. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set with duo-vent spike was cut. It was observed that the tubing was sliced and in two pieces upon opening the packaging prior to patient use. There was no patient involvement. No additional information is available.